Event description:
It was reported that the patient experienced pain at the implantable neurostimulator (ins) site. A revision surgery was scheduled for 2012 (B)(6) to move the ins to a different location, likely the abdomen. It was noted that the system was "good" and the patient was getting good therapeutic coverage. All impedances were normal. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the cause of the event was localized tenderness in the left buttock area at site of the ins. A surgical revision occurred on (B)(6)-2012 where the ins was repositioned from the left buttock to left mid abdomen. Results were noted as "uncertain at present."

Manufacturer narrative:
Product ID 3998, lot# v383745, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3998, lot# v565977, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension, product ID 3708220, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).